Manufacturer narrative:
Mindray service rep replaced cpu, display, and reseated the cables. Unit was calibrated and safety tested to factory specification.

Event description:
Customer reported the passport 2 monitor's display went black, which may have resulted in loss of primary monitoring. No pt injury was reported.